Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with heart rates in the 30s and 40s. A transmission showed the right ventricular (rv) lead with possible oversensing, which potentially lead rates to drop below the programmed lower rate limit of the implantable cardioverter defibrillator (ICD) device. The lead and device remain in use. No patient complications have been reported as a result of this event.